Manufacturer narrative:
H10, h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed the blade stalled and the motor was not running. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out.

Event description:
It was reported that the motor drive unit was not turning the blade. No patient was involved as the failure was found during the set up of the device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.